Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported the sonicbeat's tissue grasping insulation pad we peeling off. The issue was found during an unspecified therapeutic procedure. The procedure was completed with an olympus back-up device.there was no patient injury or medical intervention associated with this event.